Event description:
New information received notes that the asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing was once again observed. Additional programming changes were made.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Device had a recurring post-paced t-wave oversensing episode from the last visit. Programming changes were made. Patient condition after the event was fine.